Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy during a device change out procedure. The electrical function and all the measurements of the lead were normal. The patient was asymptomatic and the lead remains implanted.